Event description:
Limited information was reported through a legal event that a (B)(6) year old male patient had hernia repair surgery on or about (B)(6) 2017. During the hernia repair surgery, the surgeon implanted a strattice firm mesh. After surgery, the patient had a revision surgery on (B)(6) 2018.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Internal investigation into strattice lot sp100380 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 08/23/2022, of the (B)(4) devices released to finished goods for lot sp100380, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up #1 to report on 7/29/22, pmqa received notification that the lot number associated with this event was found through discovery and is sp100380-182. No other information was provided. As reported in the initial: limited information was reported through a legal event that a 74 year old male patient had hernia repair surgery on or about (B)(6) 2017. During the hernia repair surgery, the surgeon implanted a strattice firm mesh. After surgery, the patient had a revision surgery on (B)(6) 2018.